Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the same error is occurring on arm 4. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically. The customer did disable arm 4 to continue with the procedure. There was a delay, but unknown how long as they were not present.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 31085 when installed on an in-house system pointing to an issue with the radio frequency identifier (rfid). The usm was retested on a test fixture and failed intermittently during the one-wire instrument test. The axis controller carriage rfid (accr) printed circuit assembly (pca) was found to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the accr pca within the usm.

Event description:
Refer to h11 for follow-up information.